Event description:
It was reported to a 3rd party service agent that the customer's device no longer powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the lid latch or on/off switch (same component) was wedged under the charge-pak flex cable connector which disabled the ability to power the device on. It was also observed that because of this component migration, the charge-pak assembly could not be fully inserted into the device. After reinstalling the latch, normal functionality was observed.

Manufacturer narrative:
The 3rd party service agent observed that the device's lid latch had broken off and become lodged inside the compartment that houses the device's charge-pak assembly. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.